Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in both calcified common femoral veins (cfv) was attempted using a total of seven proglide devices using the pre-close technique via 6f sheaths prior to an ablation interventional procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment of all seven proglide devices. The sutures of two new proglide devices were successfully pre-placed in each cfv. The sheath was upsized to a 14f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.